Event description:
A posterior fossa craniotomy was being performed with the use of a mayfield 2000 skull clamp. The pt was positioned prone in pins by the surgeon. The pt was draped, an incision was made, and surgery had begun. The length of time in use before the event occurred was approximately 30 minutes when the pt's head moved. The pt's position was not changed at any time prior to the incident. The staff stabilized the child's head and the mayfield was reapplied and repositioned. There was no injury to the child. The nurse provided the following: "the tumor was removed, but we were initially set up to use the stealth system, which would have provided a higher standard of care for this child (and the standard of care we are used to providing here at the hospital) and certainly a more precise location of the tumor would have been obtained, had we not had the mayfield slip". Disposable adult mayfield skull pins ((B)(4)) were used for this procedure. Adult pins were used as the child was (B)(6) and appropriately sized for his age. A stereotaxy device was not used during this surgery.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.